Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being dislodged, while wearing it on the arm. For treatment, the patient removed the pod and gave a pen injection.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The pod was found to function as intended with no evidence of any internal damage or manufacturing deficiencies that would result in the device failing to deliver insulin. There was no evidence of blood on the device. No damages or manufacturing deficiencies were observed during the device inspection that would cause bleeding or bruising at the infusion site. Small cracks were observed on the top housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.